Manufacturer narrative:
A review of returned product from the customer was performed, functionally tested the device, turned device on/off, rotated control wire without any issue. Visually inspected the sample and found flex tip breakage from the sinuous wire segment. The complaint was confirmed. An exact root cause has been unable to be determined as of aug 9, 2019 since the product was not analyzed by an argon complaint investigator due to this product being manufactured by an argon medical supplier, roechling medical lancaster llc. The product was returned for investigation and forwarded to roechling medical lancaster llc under a supplier corrective action request (scar # 1702), with instructions for the supplier to determine root cause as part of their investigation. Per the complaint description, the tip was left in the body and, therefore, not returned. The argon complaint investigation team is speculating that possible root causes for the tip separating during use could include a manufacturing deficiency or mis-use of the device. A scar# 1702 has been issued to notify the supplier that an investigation is necessary. Per the supplier's investigation, they will take necessary corrective measures.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Running cleaner 15 in clot and tip came off. Tip embedded in the vessel. Short stent placed to jail off the embedded tip.